Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (batch no. 641422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone from (B)(6) 2009 to (B)(6) 2009, appendicitis, hydronephrosis, surgery, weight gain, pyelonephritis, nephrolithiasis, tonsillectomy and grand multiparity. Previously administered products included for an unreported indication: macrodantin, rocephin and keflex. Concurrent conditions included menometrorrhagia, endocervicitis and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2009 and oral contraceptive nos since 2004 to (B)(6) 2008 for contraception. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("pain vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, vulvovaginal pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: right nephrolithiasis , status post stent placement, and associated urinary tract infection. Hysterosalpingogram - on an unknown date: device was successfully occluded; on (B)(6) 2009: total bilateral occlusion. Fallopian tubes were blocked. Ultrasound scan - on an unknown date: some free fluid in the pelvis.. Lot number: 641422 manufacture date: 2009-05, expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: medical record received. Case became serious incident as removal was done. Reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (batch no. 641422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone from (B)(6) 2009 to (B)(6) 2009, appendicitis, hydronephrosis, surgery, weight gain, pyelonephritis, nephrolithiasis, tonsillectomy and grand multiparity. Previously administered products included for an unreported indication: macrodantin, rocephin and keflex. Concurrent conditions included menometrorrhagia, endocervicitis and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2009 and oral contraceptive nos since 2004 to (B)(6) 2008 for contraception. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("pain vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, vulvovaginal pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: right nephrolithiasis , status post stent placement, and associated urinary tract infection. Hysterosalpingogram - on an unknown date: device was successfully occluded; on (B)(6) 2009: total bilateral occlusion. Fallopian tubes were blocked. Ultrasound scan - on an unknown date: some free fluid in the pelvis. Lot number: 641422 manufacture date: 2009-05, expiration date: 2012-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.